Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and found all functions were working fine, no issue. It was suggested that the customer use the correct catheter. Unit is under observation while being cleared for clinical use. All functional and safety test performed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cardiosave intra-aortic balloon pump (iabp) displaying shows low vacuum issue. There was no patient involvement reported.